Event description:
Litigation alleges patient had pain and elevated levels of cobalt and chromium metal ions in bloodstream after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain and elevated levels of cobalt and chromium metal ions in bloodstream after asr hip implant. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.